Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: after the procedure, a leak test failed. The surgeon sutured the entire anastomosis and it still leaked. He then resected the anastomosis and redid the pouch and anastomosis with another device, they used an orvil and tissue reinforcement and had no leaking. There were no visible signs of malformed staples or obvious tissue tears. There was unanticipated tissue loss to make gastric pouch smaller. There was unanticipated extension of the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was a delay over 30 minutes in surgery time. There was no adverse affect on the patient. There was no device fragment that fell in the patient cavity. Another manufacturer's reinforcement material was used.